Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Percutaneous drivelines are associated with all ventricular assist device systems and put this patient group at risk of associated infections. Trauma to the exit site may have further contributed to development of infection in this patient. Drive line infection, erosions and other tissue damage are known potential adverse events that may be associated with the use of the heartware® system as outlined in the instructions for use (IFU). Based on the available information and due to the timing of the event as related to the implantation of the device, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. Although a definitive conclusion cannot be made, patient and clinical factors including comorbidities may have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient had presented with signs of fever. Blood cultures were done and patient was found to have pseudomonas aerogenosa. Infection stated to have started as a belly plegmon. Multiple antibiotics were stated to have been given to patient. Patient was said to have been discharged on (B)(6) 2016 to rehab center with antibiotics and was doing fine. No further information received or available.